Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The pth reagent lot number and expiration date were not provided. On 08-mar-2024 the field service engineer (fse) visited the customer site and replaced and adjusted the sample/reagent probe and replaced pinch valve tubing. The fse performed various instrument checks. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys pth (pth) on a cobas e 411 analyzer (rack system). The initial result was approximately 10 pg/ml. The repeat result was approximately 500 pg/ml. The questionable result was not reported outside of the laboratory.